Event description:
It was reported that during a pretest, a damage was found in the balloon area of the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. Visual evaluation of the returned sample noted one opened (without original packaging), used foley catheter. Visual inspection of the sample noted the catheter balloon was inflated with 30 ml of di water and no balloon burst was observed. With the syringe attached the balloon deflated passively with no issues. Flush the drainage lumen and no issues observed. Gross visual evaluation 2: two photo samples were provided could not be evaluated for the reported failure. No root cause could be found because the reported event was unconfirmed. A device history record review was not required as the investigation was unconfirmed. However, a DHR was completed before unconfirming the event. The reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that during a pretest, a damage was found in the balloon area of the foley catheter. Per follow up information received via ibc on 19jul2023, did not clarify if it was a pinhole damage or balloon burst as the sample wasn't reached.